Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code-batch regarding other issue (thread breakage) closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 2 closed samples for analysis. We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia: 0.69 kgf in average and 0.29 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that the suture snapped from needle connection point when suturing on breast surgery case, no patient was harmed and doctor just open another same suture for replacement.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.